Event description:
It was reported that the patient was unable to adjust stimulation. When the patient synced, he saw the elective replacement indicator (eri) screen. It was noted that the patient "just had his battery placed and wanted to know why he needed a replacement already." It was noted that the patient normally saw "on and ok" on the programmer but he could not get passed the eri screen at the time of the report. It was noted that the patient wanted to turn the stimulation off. The patient was able to sync the normal screen.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0208442v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).